Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr was able to confirm the customers reported issue as the delivered fio2 was measured with his external analyzer and found to be out of specification. The gas delivery engine (gde) was replaced by the fsr in order to resolve the customer's reported issue. The device was tested and was returned to the customer meeting manufacturer specifications. The suspect gde was returned to carefusion for further analysis and is currently pending investigation. Once the investigation is complete, a supplemental report will be submitted.

Event description:
The customer reported while using the avea ventilator, the fraction of inspired oxygen (fio2) is out of specification. While set at 21&, the device is measuring 25%, while at 110%, the device is measuring 102%, and when unplugged from an oxygen source, the device is measuring 16%. The customer stated there was no patient associated with this event.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The blender mechanism can no longer deliver an accurate percentage of fio2 due to an accumulation of contaminates and corrosion on the blender valve mechanism.